Manufacturer narrative:
The pump was not returned to moog. Because we were unable to perform an evaluation, the complaint could not be duplicated, and is thus unconfirmed. This MDR is being submitted retrospectively because the reported overrun event involved a pediatric patient. The event described in this report was initially considered not-reportable due to the generally low risk of air being delivered to patients' stomachs and the fact that moog could not reproduce the event. However, having received an opinion from a couple of pediatricians that air in the stomach could pose a risk to well-being of pediatric patients, moog has decided to submit mdrs for all overrun-related complaints involving patients under 18 years old.

Event description:
The patient's mother stated to moog that the pump she was using on her child was not alarming. She further stated that the baby formula infused, but the alarm did not go off at the end of the feeding. Initial intervention at the time of the call was to instruct the mother that the most likely cause for the alarm not beeping was that the sensor areas needed to be cleaned. The mother was instructed on how to do so and to call back if not successful. Moog did not hear back from the mother, and tried unsuccessfully two more times to follow up. No patient injury was reported.